Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the black box showed a replace cartridge alarm that was not confirmed for two hours, and a subsequent rewind was performed. The user settings showed the insulin on board duration period was set to 4 hours. The bolus history showed a 9 unit bolus was completed on the date of allegation. The insulin on board from the 9 unit bolus was delayed due to the unconfirmed alarm. A ten unit audio and a ten unit normal bolus were performed for the investigation with the insulin on board set to 1.5 hours. The boluses were correctly reflected on the insulin on board status screen. At the end of the 1.5 hour duration period the insulin on board status screen correctly reflected zero units, indicating the insulin on board was functioning properly. The alleged insulin on board issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.